Event description:
It was reported that the patient implanted with this risht ventricular (rv) lead experienced chest pain one week post implant. The right atrial (ra) lead was found to have dislodged, and the patient was admitted to the hospital. A revision procedure was performed, and the ra lead was successfully repositioned. Following discharge from the hospital, the patient experienced two syncopal episodes and collapsed. Additionally, the patient experienced weakness, shakiness, and was pale in color. The patient was taken back to the hospital where a head computed tomography (CT) and chest x-rays were taken as a precaution. The hospital emergency department determined that the patient developed sepsis. The source of the infection had not been determined, but was suspected to be related to the lead revision procedure. The patient was admitted to the hospital and placed on antibiotic treatment. No additional adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).